Event description:
Olympus received a maude event report, voluntary report number (B)(4), which states, "volun (B)(6) 2010: the issue occurred intraprocedure during an endobronchial ultrasound. The issue was with the vizishot needles we use to obtain fine needle aspiration of the lymph tissue in the lung. The problem that occurred was outside of the pt after passing the needle and removing the specimen, the stylet gets stuck inside the sheath of the needle. When the stylet gets stuck, you can no longer use the needle to obtain specimens. In this specific case, this happened two different times with the same type of vizishot needle. No harm was caused to this pt, and the events did not interfere with the quality of the specimens we were obtaining." No additional info was provided in the report.

Manufacturer narrative:
The olympus complaint database was reviewed and no similar reports were identified for an olympus vizishot needle, lot number 9zk, referencing the reported event on (B)(6) 2010, nor were any similar reports from about this time identified. Based on the info provided in the maude event report, the reported event does not meet medical device reporting requirements, as there was no report of pt harm associated with the reported event, the intended procedure appears to have been completed, and if the difficulty were to recur, the likelihood of death or serious injury is remote. However, this report confirms the receipt of the maude event report that olympus received on (B)(6) 2010. As the report was submitted in confidence and no info was provided regarding the user facility, olympus was unable to contact the reporter for additional info regarding this matter. Additionally, the device referenced in the report was not returned to olympus for evaluation. Review of complaint trends for this device does not indicate that this event is occurring at a rate greater than would be expected for this type of device. The cause of the reported event cannot be conclusively determined at this time. If significant additional info is received at a later date, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.